Event description:
Additional information was received that the physician reported that the screen would sometimes switch in the middle of interrogation and that the screen freezes. The physician troubleshooting using different wands and serial cables isolated the issue to the tablet. The tablet was not plugged into the electrical outlet during use. The physician was provided a new programming tablet which was reported to be functioning as intended. The suspect tablet has been returned for analysis. However, analysis has not been completed to date.

Event description:
An analysis was completed on the returned programming tablet. During the analysis, it was identified that the tablet could not charge the main battery, and as a result was also not able to be powered using the main battery. The cause for the identified anomaly is associated with a loose battery cable to the motherboard. Once the cable was reseated, no further anomalies were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the tablet device was ¿not working.¿ the suspect tablet device has not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.